Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of over 140 units of insulin after loading a cartridge with 300 units of insulin. Blood glucose level was 101 mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.